Event description:
It was reported by the user facility that the device was used in an unk procedure. It was reported the er320 misfired. The distributor had no further info. The person that contacted allegiance was left a message to call back. The user facility rep was given the device.